Event description:
It was reported to olympus that during reprocessing, the 4k autoclavable camera head had air water leakage. Upon inspection and testing of the returned device, it was observed that there was no image on the device due to cable breakage. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed a leak test failure and a leakage on the rear cover. The evaluation also uncovered no image displayed due to faulty cable unit. Additionally, the rear cover label was faded and peeled. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found no image was displayed due to water leakage from the rear cover.